Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "there is also a blockage incident that happen in bed 7, PICC was inserted (B)(6) 2025 on the left brachial. Had 2 episodes of blockage. 1st on the (B)(6) 2025 in which they were able to unblock one lumen and the other remained sluggish, the second one was on the (B)(6) 2025- failed unblocking attempt on both lumens. PICC removed, and the team had the line investigated post removal and found out that there was a clot in the line at 30cm." There was no patient harm or injury. The patient's current condition is reported as "stable". Associated MDR numbers include: 9680794-2025-00418, 9680794-2025-00422, 9680794-2025-00456, 9680794-2025-00457, 9680794-2025-00458, 9680794-2025-00459, 9680794-2025-00460, 9680794-2025-00461, 9680794-2025-00462.

Event description:
It was reported "there is also a blockage incident that happen in bed 7, PICC was inserted (B)(6) 2025 on the left brachial. Had 2 episodes of blockage. 1st on the (B)(6) 2025, in which they were able to unblock one lumen and the other remained sluggish, the second one was on the (B)(6) 2025- failed unblocking attempt on both lumens. PICC removed, and the team had the line investigated post removal and found out that there was a clot in the line at 30cm." There was no patient harm or injury. The patient's current condition is reported as "stable". Associated MDR numbers include: 9680794-2025-00418, 9680794-2025-00422, 9680794-2025-00456, 9680794-2025-00457, 9680794-2025-00458, 9680794-2025-00459, 9680794-2025-00462.

Manufacturer narrative:
(B)(4).